Manufacturer narrative:
E1: patient city: (B)(6) patient country: puerto rico u.s . Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient reported damaged infusion set because it became detached from the skin event on (B)(6) 2026. The infusion set was in use for one day.